Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: specific UDI number is unknown, therefore the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery for distal humerus fracture with the screw in question. In the surgery, the medial plate was fixed after the posterior lateral plate was fixed. After fixation of the medial plate screws (4 proximal and 3 distal screws), the most distal screw broke off just below the plate when the elbow was flexed while viewing the image. It was determined that the fixation of the joint surface is functioning, and it was decided to leave the broken screw in place. The surgery was completed successfully with no surgical delay. The surgeon's opinion was that there was an unstable element at the fracture site that could not be confirmed by intraoperative imaging, and that the longest screw was loaded during flexion. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part # 04.211.046ts. Lot # 301l029. Manufacturing site: früh verpackungstechnik ag. Release to warehouse date: 25 apr 2024. Expiration date: 01 apr 2029. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.046. Non-sterile lot # 8557p10. Manufacturing site: werk selzach logistik. Release to warehouse date: 13 nov 2023. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.